Event description:
While on vent, mv was reading 0 fio2 was set at 50 and went up to 100% without adjustment. Also resp rate increased to 50 with vent set at 16. Vent company getinge. Respiratory therapist at bedside and pt was taken off vent and was bagged while vent was replaced without incident. Vent sent to biomed. FDA safety report ID # (B)(4).